Event description:
The device was used during a procedure on the colon. Reportedly, the instrument did not cut and the anvil did not tilt. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.